Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during non-sustained ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced ventricular fibrillation (vf) and was shocked by an external cardioverter defibrillator.